Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pump alarmed downstream occlusion during therapy (medication, dose, programmed amount and delivery rate unknown). The event occurred during patient use at the 2 tower care area since they switched their IV pumps to the new IV pumps. There was no known patient injury or medical intervention associated with this event. No additional information is available.